Manufacturer narrative:
(B)(4). Every oxygenator - produced by maquet (B)(4) - possesses a de-airing port located at the blood inlet side of the device. For this purpose a hydrophobic pfte (poly-tetra-fluoro-ethylene) membrane, which is laminated on a polyester fleece, is welded onto a de-airing connector. This combination is fixed to the oxygenator by gluing. Due to leakage of liquids through the de airing membrane, both the number of customer complaints and the oxygenator production failure rate, increased considerably during the last years, particularly since 2013. To date investigation actions continue, however some findings are already available. Experiments could demonstrate that rough handling during welding as well as poor storage of the de-airing connectors can result in leakage. The first measure against leakage is already taken by manufacturing stackable storage boxes with cavities for 150 de-airing connectors in each case. The new storage boxes are utilized since 2016-02-01. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Result of the root cause analysis: meanwhile the root cause is identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 - as initially indicated by the preceding (B)(4) - is not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. The functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. The softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane. All further actions and the effectiveness thereof will be carried out as part of CAPA (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 11:06 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) is aware of similar complaints from this product. These similar products, showing a similar malfunction, have been tested and during a tightness test, a leakage from the de-airing port could be confirmed. The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Determining the root cause is still under investigation. Therefore maquet (B)(4) has initiated a CAPA process ((B)(4)) to address the appropriate corrective and preventive action. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Description from the complaint report: "during use on the patient, it was noticed a blood leakage (100 cc) at the de-airing membrane of the oxygenator pls-I, after 12 days of using. The user did not put cap. No clinical consequence was reported. Product was replaced." (B)(4).